Manufacturer narrative:
H10: the device was received and evaluated. The history log was reviewed and there is no evidence of any abnormal error condition. The logs are consistent with a therapy run at 100 ml/hr with a vtbi of 600 run to a dry source container while having some infusion stops due to user stops or pauses and giving set related alarms. The device passed all of the performance verification testing without any issues. The customer complaint is not confirmed based on log and probable cause is user error.

Manufacturer narrative:
(B)(6). The device is available for evaluation, it has not yet begun.

Event description:
The customer reported a plum 360 pump is not delivering the required amount to be infused. However, the device is saying that it has delivered the correct amount. The event occurred during power on and infusion and it was being infused with a bag of hartmanns. There was patient involvement, but no medical intervention and no delay in critical therapy.